Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: unknown. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the unspecified vessel after an unspecified procedure. Reportedly, after deploying the clip, the device was difficult to remove. Attempts to remove the device with the "release mechanisms" were unsuccessful. The device was removed "after moving the device around in the patient." It was not reported how hemostasis was achieved. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.